Manufacturer narrative:
No report of patient involvement. Date of manufacture was not available at the time of filing. A ge healthcare service technician performed a checkout of the system and found a defective power switch. The power switch was replaced to resolve the issue.

Event description:
During depot repair checkout, the faulty power switch was noted. There was no reported patient involvement.